Event description:
Additional information received indicated that the customer was discharged from the hospital on (B)(6) 2015. The customer thought that the occlusions were due to a bad infusion site as there was excessive scar tissue in that location. The customer has had no further occlusion alarms.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 392 mg/dl. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin, potassium, fluids for dehydration and medication. Once the dka resolved, insulin was administered via insulin pen. As the customer did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.